Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was intended for implantation in a patient for the endovascular treatment of a 57 mm abdominal aortic aneurysm. It was reported that during attempted deployment of the stent graft at the proximal neck, when the physician turned the blue handle of the delivery system, it would only rotate slightly and than snap back to its original position. Several attempts were made with the same issue noted. The delivery system was removed from the patient and the physician was then able to deploy the device on the back table-the outer graft cover came back abruptly when the delivery handle was rotated and the suprarenal hooks were visible. The physician decided to use a new device which was deployed successfully and it was reported that the rest of the procedure went fine. As per the physician, the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device returned with the back-end wheel in the forward position approximately 1cm. The graft anchoring pins were exposed. The graft was deployed by rotating the external slider. Residue was visible on the graft, stent segments, spindle and inner sleeve. Ftir analysis confirmed the residue was a 61.35% match to mdx coating. The cause of reported deployment difficulties could not be determined through analysis. If information is provided in the future, a supplemental report will be issued.